Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: global unite head 48x18 std shoulder humeral head component. Global unite body sz 12 +5 shoulder humeral stem component. (B)(4).

Event description:
Revision shoulder replacement: (B)(6), (B)(6), (B)(6) 2018. Original case (B)(6) 2017, (B)(6), surgeon: (B)(6). Reason for revision: pain and lack of function. Conversion of unite fracture stem to delta extend. Removed fracture body and head, and converted to standard delta epi 1 left, 38/3 high mobility standard metaglene, and 38 eccentric head. Was extremely hard to reduce, mainly as original case looked like it had been cemented too high. Female patient initials (B)(6), aged (B)(6), dob: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.